Event description:
The customer reported on (B)(6) 2014 he activated a new pod and on (B)(6) 2014 his blood glucose and insulin history is as follows. There were no exact insulin dosages provided. The pod was then deactivated and he noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.